Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- correction. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No data was provided for investigation. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.